Manufacturer narrative:
Na

Event description:
It was reported the stretcher foot-end jack was not functioning to specification, as the jack allegedly would not lower when the hydraulic release pedal was activated.